Event description:
A surgeon reported that during a posterior fossa optical tumor resection with s7 navigation imaging was downloaded successfully; planning and registration were also accomplished successfully. Sterile navigation was successful and accurate. Post incision after scalp was dissected from skull but prior to craniotomy; the patients head slipped approximately 2 cm in the 3 point headrest. The incision was closed, draping was removed, and patient was repined and re-prepped. The surgeon felt that too much scalp mobility was present as well as a lack of most of the fiducial markers and decided not to re-register navigation. The surgery was continued successfully without the use of navigation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).